Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual analysis revealed that the exposed glass tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification revealed that the tip was slightly degraded. Visual examination revealed that the fiber was returned kinked approximately 18.5 cm from the distal tip. There was no damage to the fiber face within the sma connector. The condition of the returned device confirms the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.  A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2018-02407 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a stone light laser console. According to the complainant, during preparation and outside the patient, it was noted that the tip of the two laser fibers sparked upon testing. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was kinked.